Event description:
Caller was outside doing physical labor, felt very low so he tested, reported accu-chek system blood glucose results: 1:48 pm -67 mg/dl 1:50 pm - 55 mg/dl 1:51 pm - 100 mg/dl customer tested multiple times because initial reading was higher than expected, was able to get something to eat to bring sugar up. Self treated. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The customer reported that a compressor recently installed by a philips field service engineer had "caught on fire". The smoke engaged the fire alarm and resulted in an emergency response by the fire department. There were no reported injuries.